Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection.